Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips healthcare that the device beeped twice and then shut down during a pt event. The paramedics performed troubleshooting and found both device batteries to be dead. There was no negative pt impact.